Event description:
The customer obtained multiple, lower than expected vitros ckmb quality control results while using the vitros 350 chemistry system. The following results were obtained: qc fluid = 11.2, 9.0, 10.8, 10.8, 10.2, 10.0, 10.8 vs. An expected result = 17.6 u/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient results were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, lower than expected vitros ckmb quality control results were predicted while using the vitros 350 chemistry system. The investigation concludes that the most likely cause of this event is a combination of user error in not performing an ¿as-required¿ instrument maintenance related to environmental control of the reagent chamber along with the requirement for reagent recalibration following that maintenance. Acceptable performance was obtained following these actions. There was no evidence that a reagent or equipment related issue contributed to the event.